Event description:
Reporter reports back to back meter to lab comparison on a neonate while using the inform system with results of 50mg/dl on the meter to 32mg/dl at the lab. Quality controls were run and out of range. Reporter states strips were damaged. Reporter discarded strips; a replacement was sent.